Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: crease fold and white particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "hx of breast cancer, s/p mastectomy with a history of right radiation therapy and implant based reconstruction complicated by baker grade IV capsular contracture causing breast asymmetry with reconstruction and deformity of reconstructed breast." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.